Event description:
It was reported that a flextend¿ tts¿ tracheostomy tube was not holding saline. The defect was discovered after use with a patient. The product issue did not cause patient injury.

Manufacturer narrative:
Two smiths medical portex bivona flextend¿ tts¿ tracheostomy tubes were returned for analysis. Visual exam performed showing no flaws. Leak tests were performed indicating that a small leak was noted in one of the tracheostomy (trach) tubes. The amount of adhesive surrounding the airway line at the neck-flange junction was noted to be adequate. Based on the evidence, the root cause of the leak was unable to be determined if it was manufacturing related or excessive force that would have been applied to the airway line.